Manufacturer narrative:
For the reported event, lot number was not provided. The sample was not returned for evaluation and medical records were provided. Material deformation, filter limb detachment and retrieval difficulties was confirmed for the device. However, the investigation is inconclusive for filter tilt and filter migration. A root cause has not been determined. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j. Vena cava filter allegedly experienced migration of device or device component, difficult to remove, malposition of device, material deformation and detachment of device or device component . This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6), female and (B)(6) lbs.